Event description:
An stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. The diameter of the aorta at the renal artery at implant was 18 mm. The length of the proximal aortic neck was 16 mm. The degree of angulation was less than 20 degrees and vessel calcification was minimal. It was also noted that there was not a pre-operative rupture. It was reported that, there was a dissection of the proximal infrarenal aorta when an angioplasty balloon was used. The size of the balloon was noted as 12mm x 40mm. The physician stated that this was not a graft related issue, that this was a patient anatomical issue and that the patient had bad anatomy. The dissection from the balloon percutaneous transluminal angioplasty (pta) happened at the beginning of the procedure. After the contralateral gate was cannulated and a balloon was advanced into the mid graft trunk area. It was noted that this was done because the physician was concerned that the narrowing in the infrarenal aorta would be a problem removing the delivery system. There was no decrease in blood pressure or any evidence that this happened until the final angiogram when a filling outside the graft was evident. It was further reported that the dissection could not be repaired with endovascular techniques. A midline incision was made and the physician was able to repair the aorta. The device remained implanted, the issues resolved, and the patient was recovering well. No clinical sequelae were reported and the patient is fine. Additional information received reported that the reason the pta was done was for focal stenosis. The physician was concerned that the bifurcated delivery system would get stuck in the stenosis. The pta was done after the bifurcated graft was deployed. Review of several returned pre-implant 3d recon showed that the neck was small and calcified, and the iliacs were tortuous. No scale was seen to confirm any measurements. A single still angio image showed an endurant bifurcate was implanted just below the level of the renals. There is a possible dissection near the level of the suprarenal aorta. Images during the reported angioplasty ballooning were not available for return.

Manufacturer narrative:
(B)(4).